Event description:
Same case as MDR ID#: 2134265-2012-00912. It was reported that during preparation for a rotational atherectomy treatment procedure, the guide wire fractured. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery (lad). During the platforming of the rotablator system to a speed of 180,000 rpms, the floppy rotawire guide wire fractured. Upon removal of the devices, the rotablator rotalink plus 1.75mm burr annulus was noted to be misshapened. The procedure was successfully completed with another of the same devices. No patient complications were reported, and status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. The complaint sample was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is determined to be related to use/user error as the dfu warns: "never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip" and includes "complications associated with the guidewire includes distortion, kinks, and fracture." (B)(4).